Event description:
It was reported that a malfunction alarm occurred with a malfunction code displayed as malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to call back if the issue recurred and was informed that they could continue using the pump.